Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the stimulator wasn't working anymore, and that "the instrument" had obviously quit working because they've been leaking urine all since last week. The patient confirmed they'd had a symptom return. The patient stated prior to their symptom return, since implant, the therapy had been helping their bladder symptoms but that they'd also been having a lot of bowel movements and now that they were leaking again they were thinking they wanting to tell their healthcare professional (hcp) that they wanted it removed. The patient also reported they'd had their external devices charged but they couldn't connect to see their settings. During call, it was reviewed therapy expectations and programming considerations with the patient and assisted the patient in connecting to see their settings. The external equipment was functioning as intended and the therapy was on. The patient then increased their stimulation on their current program however when they went up one point, the patient stated they felt the "tingling" in their leg and not in the bike-seat region. The patient then switched to another program and increased the stimulation to where they felt it comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made and reach out to their managing hcp if they continued to experience symptom concerns. Redirected to patient's hcp